Event description:
It was reported that a patient had a dried out sponge in a minicap. The patient did not use the device and it was discarded. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date: 1/14/2015 ¿ 1/16/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.